Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller goes white while charging. Solid white lock up. The issue started probably 3 weeks ago. Patient (pt) reset the controller and it was fine. Yesterday the controller touch screen froze and patient was unable to access the controller. If patient touched nothing was on the screen. It would not register patient pushing to unlock it. Suggested pt could try pressing ins on/off button. Patient said they could get it to go every so often. Yesterday it took patient almost 9 hours to charge because patient had to reset every 10 minutes. Patient also reported the controller was not registering correctly. There were times patient knew implanted neurostimulator was at 100% and the controller showed 0-0. An email was sent to repair to replace the controller. Patient mentioned he had the controller replaced before for the white screen issue. Pt called back stating they received the controller but it did not resolve the issue. The controller still goes to a white screen .an email was sent to repair to replace the recharger. See sn in secure note field patient mentioned that over the past four days, they have noticed some of the same issues where patients controller is not properly charging their implant. Patient mentioned it took about 8 hours to charge last night. Patient stated that they have no issues getting to optimal charge quality right away, and can charge at excellent, however, they will charge 10% then have to reset the controller using the ac power supply, as the screen either states software problem 1-intellis 2- 3.6 3- 58 4- qf new, or the screen goes white and unresponsive. Patient also will see screen stating that they need to charge the controller, and when they plug it back into the wall, it will say 100%. Patient confirmed they have no issues with charging the controller to 100%. The issue was not resolved. An email was sent to repair to replace the controller. Pt stated they received the li battery but the controller is still not charging when connectedto ac power...pt stated the only way the controller will power up is when connected to ac power..pt has had the controller plugged in for multiple hours but the controller battery will not charge and is showing a message "battery empty - charge the controller" see request to repair for the li battery attached.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6). Product type accessory h3:analysis of the 97745bp battery pack (bp) (serial number (B)(6)) revealed battery pack failed cycle count should be 150 reads 2076, device was scrapped due to not charging in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.